Event description:
Lap chole - "surgeon states that the clip was applied but then post operatively the patient had a bile leak." Patient status - "pt. Now stable"

Manufacturer narrative:
Investigation summary: the incident products were not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root cause of the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.